Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
L5/s1 plif, (B)(6), (B)(6) hospital, (B)(6) 2017. Primary implant date: (B)(6) 2017. Correction of misplaced s1 pedicle screw (B)(6) 2017 right s1screw was placed too medially and breached the pedicle wall and was found on post op imaging to be in the canal. Surgeon error. Female patient ID: (B)(6).